Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The field service engineer (fse) had the customer attempt to clear the fault; upon opening the drawer, the affected pocket was found to be overfilled with four narcotics. The pocket was released and two medications were removed from drawer 6. The remaining two narcotics were returned to the pharmacy. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred, and main drawer 5 failed to open. The customer reported that the drawer repeatedly failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and the user managed to get medication from another patient which caused a delay. There were no delay or adverse events or injuries reported based on this event.